Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for evaluation. Low flow events were recorded. The patient was seen in clinic with multiple low flow alarms at 2.4lpm and low pulsatility index (pi)s. The patient has 50% obstruction of outflow graft on computed tomography (CT). They sent files for serial monitoring. They advised patient to hydrate as the patient was chronically underhydrating. A follow up CT study was scheduled for further evaluation. It appeared that the log files captured low flow alarm events on 12apr2026 and 14apr2026.